Event description:
It was reported that two ozark variable self-starting screws fractured intra-operatively and that the fractured screw shanks remain implanted in the patient. The procedure was completed successfully with a 30 minute surgical delay. This report captures the second of two screws.

Manufacturer narrative:
An updated review of the risk documentation regarding this event does not suggest a recurrence of this event could result in a death or serious injury. Therefore, this event is no longer reportable to the FDA. H6 codes have been updated to reflect conclusion of the investigation. Event is no longer reportable.

Event description:
No new information.